Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out and was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "device blanks out" was not replicated or confirmed. The customer's report of "no ECG signal" was observed in the device logs as intermittent. However, the device was put through extensive testing including all functional testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.